Event description:
Boston scientific received information that this device displayed extended, but within acceptable limits, charge time measurements. Later, information was received, that the device declared elective replacement indicator (eri) with an extended charge time limit. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.